Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer obtained the error message, "scan again in 10 minutes", while wearing the adc freestyle libre 2 sensor on (B)(6) 2021. As a result, the customer experienced "general malaise and blurred vision¿ and was provided an injection of glucagon by a third-party for the treatment of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer obtained the error message, "scan again in 10 minutes", while wearing the adc freestyle libre 2 sensor on 16dec2021. As a result, the customer experienced "general malaise and blurred vision¿ and was provided an injection of glucagon by a third-party for the treatment of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial no) has been updated to unk based on the extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that freestyle libre 2 sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre 2 sensors, and a trend was investigated where a probable root cause was related to an insertion issue. However without a valid sensor number or product return, the root cause of the particular issue associated with this complaint is unknown and cannot be further determined. If the product is returned, the case will be re-opened and a physical investigation will be performed. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this report serves as a correction to MFR report # (B)(4).

Event description:
A customer obtained the error message, "scan again in 10 minutes", while wearing the adc freestyle libre 2 sensor on 16dec2021. As a result, the customer experienced "general malaise and blurred vision¿ and was provided an injection of glucagon by a third-party for the treatment of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.